Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was dropped when the user¿s son fell out of a car and the device landed on its screen, after which the touchscreen did not respond and the device was deemed nonfunctional; a replacement was arranged and the user was instructed on shutdown, data syncing to the mobile app, and that setup would be required on the replacement. Symptoms included no reported adverse health effects and no effect on blood glucose. Outcomes included interruption of therapy from the damaged device and continued glucose monitoring via dexcom app or receiver. Investigation included customer service troubleshooting and logistical assessment for replacement and return. Investigation of this case revealed physical damage to the display assembly consistent with impact, resulting in a nonresponsive screen and inability to verify full functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from impact.